Event description:
The field service engineer (fse) reported while servicing the device, the touch screen had an intermittent response. The fse reported there was no patient involvement.

Manufacturer narrative:
The touch screen assembly was sent back to the manufacturer for evaluation, and it passed all testing. No failures were identified.